Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; 4196-88 lead, implanted: (B)(6) 2011. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Also the impedance trend on the rv (right ventricular) defibrillation coil was variable, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and the impedance trend on the svc (superior vena cava) defibrillation coil was rising.

Event description:
The patient reported that they heard an alert that was going off like a ¿cell phone¿. A remote monitoring transmission indicated that alerts were triggered on the right ventricular (rv) lead for several high lead impedance measurements, including the superior vena cava (svc) coil, rv coil, and the pacing portion of the rv lead. The rv coil was also noted to have variable impedance, and the svc coil had increasing impedances. It was noted that this was due to a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.